Event description:
It was reported that this right ventricular (rv) lead exhibited noise with oversensing. The intrinsic rhythm was observed with no asystole, and it was noted that rv impedance measurements were normal. Technical services (ts) recommended further rv lead evaluation to rule-out potential lead integrity concerns. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).